Event description:
It was reported that the lead was replaced due to episodes of t-wave oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead in segments returned and analyzed. Full lead in segments